Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed no delivery, and she was not able to clear the alarm. The blood glucose reading was 131mg/dl. Troubleshooting was performed, and the buttons were unresponsive. The customer mentioned also getting low reservoir alarms. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time clock was not advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.